Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was that in three (3) of the sockets the connection tabs were missing and in the other three (3) sockets the connection tabs were very worn. This resulted in an intermittent connection while in paddles lead ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the device's therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that paddles lead ECG would only display an ECG rhythm intermittently during testing.  As a result, defibrillation therapy may be delayed or prevented, if it were necessary.  There was no patient use associated with the reported event.